Manufacturer narrative:
Medtronic rep re-seated/tightened all video cables on computer and video splitter. Left system running for 7 hours and checked again. Video was still working. Couldn't duplicate issue.

Event description:
A medtronic rep received a report that the surgeon monitor went black during case. Unplug/re-plug did not correct the issue. Powering down (hard-boot) and re-booting did solve the issue. Case was able to proceed with no effect on pt as all scans and registration were retained. The medtronic rep had confirmed proper functionality prior to the case, but was not present during failure. The surgeon completed the surgery with the use of the stealthstation. There was no impact on the pt outcome.